Event description:
It was reported that after implantation of the implantable neurological stimulator (ins) the pt experienced strange "rumbling" paresthesia over her complete body which drove her "crazy". Changing setting/amplitude did not help. When the lead was removed, the strange sensations/paresthesia persisted and finally the ins was removed as well. After a few days, everything was back to normal. Pt would like to know if there was anything wrong with the ins. Pt's outcome was ok.

Event description:
Per the clinic, the patient had a chronic site infection at the site of the fixture. Multiple attempts with antibiotics (type not reported) did not resolve the infection. The physician obtained a biopsy of the bone and discovered the patient has osteomyolitise. The fixture was explanted (date not reported) and reimplantation information was not available at the time this report was filed september 16, 2009.

Manufacturer narrative:
Device not available for analysis.(B)(4).